Event description:
The customer reported to beckman coulter (bec) that there was a blue fluid leak of approximately 1ml from the manual aspiration area of the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury was attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that there was a loose waste/rinse block on the probe wipe module of the instrument. The fse repaired the loose rinse block and verified the instrument performance. Failure mode was related to a loose rinse block on the probe wipe module. (B)(4).